Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on a review of the provided medical records, the pt had a composix e/x implanted on (B)(6) 2004 to repair an incarcerated supraumbilical hernia. On (B)(6) 2007, the pt was treated for a hernia recurrence. The surgeon noted that the previous mesh had rolled over into the lower half of the repair site and there was a loop of small bowel that was adherent to the undersurface of the mesh. The mesh was described by the surgeon as a "single layer trelex mesh." This does not match the description of a composix e/x mesh, and may represent an undocumented additional procedure. However, without medical records identifying an additional mesh implant, we are treating the explanted mesh as the composix e/x. After the bowel loops were separated, the mesh was excised and a bard composix kugel hernia patch was implanted. An office visit on (B)(6) 2007 showed the wound was healing well and there were no signs of infection. On (B)(6) 2009, the pt underwent repair for a recurrence. It was noted that the "underlying prolene had become exposed and is tightly adherent to a loop of small bowel which was dilated." Again, this does not describe a bard product, and without additional info, we are treating this as a reference to the composix kugel. The composix kugel was explanted and a ventrio mesh was used to complete this repair. The pt was reportedly treated for recurrence and adhesions, which are possible adverse reactions stated in the product's instructions for use. No specific device failures were indicated and no sample has been returned for eval. With the info provided, no conclusion can be drawn. Refer to mdr1213643-2010-00089 for the composix e/x mesh implanted on (B)(6) 2004.

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2004 - repair of incarcerated supraumbilical hernia with a composix e/x mesh. On (B)(6) 2007 - laparoscopic exploration, explant of composix e/x mesh, repair of recurrent incisional ventral hernia with bard composix kugel mesh. On (B)(6) 2007 - followup: wound looks fine, no evidence of infection. On (B)(6) 2007 - office visit: occasional upper abdominal pain. On (B)(6) 2009 - herniorraphy, explant of composix kugel mesh, repair made with ventrio hernia patch.